Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, at the stage of inspection of the maryland bipolar forceps instrument to prepare it for lubrication, the steel cable was found to be broken. All reprocessing was performed, including the sterilization stage and separated for return. The procedure was performed without complications during the intraoperative period and there were no reports from the medical team about the instrument malfunctioning. The maryland bipolar forceps worked throughout the surgical procedure without any failures or reported dissatisfaction. There was no report of patient involvement.